Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was using the force bipolar instrument when they noticed that the metal part between the jaws and the shaft lifted and was caught on a tissue. The team used the emergency key so it can be taken out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was stuck to the abdominal wall. Two force bipolar was broken on the same surgery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. Components adjacent to this bent grip did not show damage. The instrument was found to have one bent grip, causing misalignment of the grips. This caused the jaws to get caught on tissue. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The complaint was confirmed by failure analysis. Additional observations related to the customer reported complaint: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was pinched in closer to the grip base. The wire insulation was damaged, wires were exposed, and the instrument passed an electrical continuity test. The instrument was found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage.